Event description:
Related to MFR report # 2183959-2012-02107. The plaintiff was implanted with an perigee anterior prolapse repair system to treat her pelvic organ prolapse and/or stress urinary incontinence on an unk date. It was alleged by the plaintiff's attorney that the "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.